Event description:
The facility reported a pump with failure code 500:320:844:0000. It is unk when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.